Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery. An unspecified stent was implanted without issue. A second planned 3.5 x 48mm xience skypoint stent was advanced and the balloon was inflated. However, upon review of angiogram, the stent was noted to be missing. The location of the stent was unable to be confirmed, either inside or outside the anatomy. Another same size xience skypoint was used to complete the procedure. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. It is possible that inadvertent mishandling during sheath removal/preparation for use and/or during advancement resulted in the reported stent dislodgment; however this cannot be confirmed. It should be noted that the stent was not identified in the patient; however, since the stent could not be found it is possible it remains in the patient. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.